Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative was unable duplicate the reported problem. The system was tested and operated as intended.

Event description:
The customer reported that the left monitor was not functioning properly during fluoroscopy on the 9900 system. No patient injury was reported.